Event description:
The pt had a cardiac arrest about 1 1/2 hours into a hemodialysis treatment. The pt was successfully resuscitated and transported to the hosp. The cause of the pt's cardiac arrest is unk. The disposables used during treatment have been retained by the clinic and will not be returned to gambro. The machine was inspected by a gambro technical service rep who found it to be functioning correctly and within MFR specs. The machine was returned to service; clinical use.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by the facility and will not be released to gambro for investigation. Gambro have identified the lot numbers of the cartridge blood tubing sets shipped to this customer and have pulled retained samples (02r158208, 02r158214 and 04r158206). Those three lots were visually inspected, functional and dimensional testing performed with no failures detected. The medical staff does not believe that any gambro device caused this event. Gambro does not regard the submittal of this report as an admission of causation or liability.